Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was an absence of a no delivery alarm. For hours the insulin pump was not delivering insulin. Customer's blood glucose level was below 50 mg/dl. The high pressure test passed. The customer received low reservoir and auto off alarms. The customer had issues uploading the insulin pump. The device was not returned.